Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient had an issue with the infusion set as the infusion set cannula was bent in 5-6 hours. The site was inserted on the abdomen and the area impacted was soreness. The patient had a high bg which was corrected by injection via mdi.